Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse evaluated the instrument and determined the closed tube aliquotter (cta) wash station overflowed intermittently. The fse replaced the hydro interconnect board and the serial communication/digit board to correct the overflow. (B)(4).

Manufacturer narrative:
The hydro interconnect board and the serial communication/digit board were returned and tested by beckman coulter. The event was not duplicated with the returned parts. The boards performed within specifications when tested in-house.

Event description:
A customer reported to beckman coulter (bec) hotline support that their unicel dxc 600i synchron access clinical system overflowed from the closed tube aliquotter (cta). No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore gloves and eye protection while troubleshooting the instrument.